Event description:
During an ablation procedure for atrial fibrillation, a crack on the tip of the inner sheath was noted and the blood can leak out of the sheath. The sheath was replaced with the same model of the device in order to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath distal tip had been split. Functional testing did not confirm a fluid leak; however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage, torn seal and subsequent leak remains unknown.